Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center was showing error e333 code. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. The device was not returned to olympus for inspection. In speaking with the customer, it was suggested, that the unit should not be used. And should be sent to olympus for evaluation. Based on the results of the investigation, the touch panel error e333 was likely, caused by a breakage of the video system center. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.